Event description:
New information received notes that the associated device was explanted, and all measurements were normal after the replacement. The lead remains implanted.

Event description:
It was reported that intermittent high, out of range high voltage lead impedance was observed. A new lead had been recently implanted and the intermittent measurements started about one month post lead implant. The physician will check the connection of the lead in the device header when the patient schedules their next appointment. The patient had no complaints.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.